Event description:
I had the essure procedure in (B)(6) 2015. For the last year, I've had pelvic pain, cramping, intense pain and migraines. At one of the hospitalization, they did an x-ray as well as an MRI. One of the coils had migrated out of my tube and the other is barely inserted. I am going in for a hysterectomy on (B)(6) to remove the devices and see what damage they may have caused.